Event description:
It was reported that the system 9800 displayed communications error on the c arm and on the right monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interconnect cable was found to be damaged, and the right monitor was found to be defective. Both the cable and the monitor were replaced. The system was tested and found to be working as intended and placed back into service.